Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported impedances had been taken and all were normal except 0/3 which was less than 50 ohms. The hcp was to perform further programming on the day of the report. The patient had their system checked since their (B)(6) implantable neurostimulator (ins) replacement and they had been keeping a voiding diary since the procedure. They had pain in their tailbone and at the ins pocket since the procedure. The patient had an improvement in their symptoms as they used to have nine leaking episodes/day and now they were down to one episode/day. They used to use six pads a day and were now using two. The patient noted they had falls since the latest implant, but had not hit the area where the system was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.